Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the right ventricular (rv) lead switched polarity. It was noted that the impedance and r-wave decreased and the threshold increased. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.